Event description:
On 23-june-2009 stryker biotech received a report of postoperative swelling and dysphagia in a patient who received op-1 putty in 2008 as part of a six-seven anterior cervical discectomy, fusion, plate fixation, and cage and plate removal of cervical four to cervical six. Postoperatively, at 23:50 hours on the day of event, the patient 'felt neck was more swollen' and had difficulty swallowing. Decadron (8 mg) was prescribed. The patient's condition was reported to have improved 2 days later, and she was discharged at that time. No further information was provided. Additional information will be requested.